Event description:
It was reported that the stent migrated. An 18x90x75cm venous wallstent was selected and 16x60x75cm wallstent endoprosthesis were selected for use within the right common iliac vein and external iliac vein. The lesion was 50% stenosed, non-calcified, and non-tortuous. The venous wallstent was placed in the right 15.5mm diameter common iliac vein and the wallstent endoprosthesis was overlapped approximately 2cm into the 14mm diameter vessel extending into the right external iliac vein. Post dilation was performed. The stents were fully apposed. After, the venous wallstent migrated into the inferior vena cava (ivc) and the wallstent endoprosthesis migrated slightly as well. Due to the migration, another 18x90 wallstent was placed between the initial two implanted stents. No additional migration was observed. There were no patient complications and the patient was fine.